Manufacturer narrative:
Investigation summary: bd received several representative samples submitted for evaluation. The reported issue was confirmed since two of the samples failed our penetration testing. The failed samples were then inspected with a microscope and needle damage was found at the tip. Bd determined that the root cause of the failure can be associated to the manufacturing process. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd nexiva¿ dual port closed IV catheter system needle tip was damaged. The following information was provided by the initial reporter: "dull needle on specific lot." Via bd investigation: "the failed samples were then inspected with a microscope and needle damage was found at the tip."